Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was an inaccurate delivery issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/11/2015 with the following findings: the last basal delivery and the last bolus delivery were on 08/05/2015. The pump completed a 24hr duration testing with no errors, alarms or warnings. The daily insulin delivery totals correctly reflected the user's programmed basal rates. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.